Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy due to blanking of atrial events. It was suspected that the device was erroneously programmed in order to prevent pacemaker mediated tachycardia syndrome in the past. Programming changes were made. No further information is available.